Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl for over 24 hours. A bolus of insulin was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer changed the infusion set site. Tandem technical support advised the customer to discuss the event with a healthcare provider.